Manufacturer narrative:
Additional information received on 01-apr-2019 that the event occurred during bench testing and there was no patient involvement. One cadd legacy plus pump was returned for analysis. According to the investigation the customer's reported problem was confirmed. The investigation reported that faulty motor caused the reported problem. Service replaced the faulty motor, faulty mp board, batter door, calibrated, and reinstalled the pump software. The device passed all functional and delivery testing. The problem source of the reported problem is unknown.

Event description:
It was reported that the device gave an alarm with the message "error 1870". No known adverse effects to patient.